Event description:
Per the clinic the patient experienced pain, burning sensation and a dislodged magnet during an MRI (specific date and strength not reported). However, the clinician did not follow the manufacturer's instructions for use of MRI. The implanted device remains.

Manufacturer narrative:
This report is submitted on november 07, 2022.